Manufacturer narrative:
Qc run after recalibration was within lab-established ranges. A field service engineer (fse) inspected the instrument and found a cracked rubber gasket on electrolyte injection cup (eic) valve. The fse replaced the na electrode, bleached the flow cell, and verified instrument's performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for two patients. The results were noticed and not reported out of the lab. The samples were re-tested on a different instrument. Repeated results were higher and were reported out of the lab. Patient treatment was not affected.